Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a low insulin alerts when there was still 50-60 units of insulin left in the cartridge. Reportedly, the alert is programmed to annunciate when the cartridge reaches 20 units of insulin left. Customer declined to perform troubleshooting with tandem technical support. Customer's blood glucose level was not impacted.